Event description:
It was reported the device was explanted and replaced due to premature battery depletion. No patient complications were reported as a result of this event. Additional information from attorney alleges the patient experienced a myocardial infarction as a result of the defective device and that the patient "has suffered permanent and continuing damage".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported the device was explanted and replaced due to premature battery depletion. No patient complications were reported as a result of this event. Additional information from attorney alleges the patient experienced a myocardial infarction as a result of the defective device and that the patient "has suffered permanent and continuing damage". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed4, visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator)4 defective device.